Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopy procedure performed on (B)(6) 2021. During the procedure, the clip misfired before ready. When attempting to remove the resolution clip to retrieve the foreign body, the clip would not come out of the scope. This resulted in a piece of the scope breaking off into the patient's colon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0203 captures the reportable event of a piece of the scope breaking off inside the patient. Medical device problem code a150208 captures the reportable event of clip would not come out of the scope. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed. FDA registration # (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopy procedure performed on (B)(6) 2021. During the procedure, the clip misfired before it was ready for activation. However, when attempting to remove the device from the patient, it would not come out of the scope. This resulted in a piece of the scope breaking off into the patient's colon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.